Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the perforation during use of the steerable guide catheter. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The steerable guide catheter was inserted without issue; however, a rupture was noted in the fossa creating a left to right shunt and the patient's oxygen level dropped to 90%. The procedure was continued, the first clip was advanced, and the clip was placed. During clip deployment, there was difficulty retracting the actuator knob. As the actuator knob was pulled, the cds slightly moved towards the atrium and that's when the clip successfully detached from the catheter shaft remaining secure on the leaflets. A total of two clips were implanted, reducing mr to 1-2. A closure device was implanted treating the fossa and oxygen level increased to 97%. There was no reported adverse patient sequela or a clinically significant delay during the procedure. The patient remained stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.